Event description:
It was reported by repair work order that the side rail could not remain latched due to missing latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion -the needed parts are obsolete.